Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator was calibrated. The high voltage tank and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had a milliamp sensor failure error message. No pt injury was reported.